Event description:
The user facility in (B)(6) reported the trocar sleeve tore and fell into the patients eye during surgery. Additional information received states the incision was enlarged to remove the broken sleeve from the patients eye, and surgery was delayed two hours.

Manufacturer narrative:
The lot number was not provided; therefore the sterilization and lot history couldn't be reviewed.